Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular (rv) lead exhibited oversensing and an out of range of sensing integrity counter (sic) was noted. The rv lead remains in use. No patient complications have been reported as a result of this event.